Manufacturer narrative:
(B)(4). Event date: unknown. No samples were returned for evaluation. A batch review was not possible in this instance, as the lot number was not provided. Although no sample has been returned for evaluation, the initial reporter did inform baxter that the nurse spiked the wrong port on the tpn bag; therefore, the event was determined to be related to user error. The instructions for use for this device contain a diagram of the bag and its ports, and gives direction for the user to spike the administration port for solution administration. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
While attempting to infuse the medication dobutamine for a home care patient, a nurse spiked the clamped fill port of the tpn bag, rather than the administration port. The nurse then began infusion, assuming the medication was being delivered. The error was discovered the following day, with no adverse events reported, although, the patient did not receive the intended therapy.